Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, and lineal opening. Leak test and microscopic analysis were performed, which identified smooth crease and puncture. The fill test inspection was performed; the result was no blockage. Based on the device analysis the final assessment was an opening crease smooth on posterior side assessed as fold flaw opening and striated puncture, consistent with the use of some surgical tool, on anterior side assessed as surgical damage like.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.